Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient had their pump refilled last week and it was currently alarming. No symptoms were reported. No further complications have been reported as a result of this event. Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 400 mcg/ml baclofen (unknown) at 144 mcg/day and 25 mg/ml dilaudid (hydromorphone) at 9 mg/day. The reason for use was not reported. It was reported that a motor stall occurred on (B)(6) 2019 at 12:13am and a motor stall recovery occurred the same day at 2:08am. The motor stalled again on (B)(6) 2019 at 12:50pm with no recovery as of the time of replacement on (B)(6) 2019. The cause of the event is undetermined. There were no symptoms reported. The issue was resolved at the time of the report and the patient status was ¿alive ¿ no injury.¿ the customer was notified that the device should be returned to the manufacturer, but it would not be because the customer discarded the product. There were no further complications reported/anticipated.